Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline power fault and driveline communication fault alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. Evaluation of the submitted driveline x-rays found that the internal pump cable was looped near the pump header. A driveline wire compromise was unable to be confirmed through the submitted images. The submitted log files and log files downloaded from the returned system controller were reviewed and found that the pump operated at the set speed without issue. The driveline power fault alarm was activated on (B)(6) 2022 due to a power line b broken fault. On (B)(6) 2022 at 13:21:46 there was a pump stop. During this event there was a com a fault, pwr b broken, and a low pump current fault. These sequences of events are indicative of an esd pump stop. The alarm remained active until the driveline was disconnected for a controller exchange. The controller and modular cable were exchanged. The driveline power fault alarm was reactivated on (B)(6) 2022 due to a power line b broken fault. The driveline communication fault alarm was activated on (B)(6) 2022 due to a communication a fault. Pump function was not interrupted by these alarms, and the device appeared to function as intended at the set speed. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(4). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions as well as the appropriate actions associated with them. Section 6 ¿patient care and management¿ of the IFU explains that strong static discharges should be avoided, and high levels of static electricity may damage and/or interfere with the electrical parts of the system, disrupt communication, and cause the left ventricular assist device to stop. This section instructs that the device should be connected to battery power when performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 6 also contains a section entitled ¿electrostatic discharge¿ that lists ways to reduce static electricity. Electrostatic discharge is included in the ¿safety testing and classification¿ tables of this document. The heartmate 3 lvas patient handbook is also currently available. Section 1 ¿introduction¿ warns that high levels of static electricity may damage or harm the system and may cause your pump to stop. This section instructs that the device should be connected to battery power before performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 4 ¿living with the heartmate 3¿ also contains a section entitled ¿static electricity¿ that lists ways to reduce static electricity. Electrostatic discharge is included in the ¿testing and classification¿ tables of this document. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The patient handbook also lists examples of emergencies and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2022 that the patient experienced a driveline power fault alarm while moving their driveline during a dressing change. No apparent trauma or bend was noted in the external portion of the driveline. The patient¿s modular cable and system controller were exchanged. It was reported on (B)(6) 2022 that the patient experienced additional driveline power fault alarms, as well as driveline communication fault alarms. Driveline x-rays were taken on (B)(6) 2022. The alarms were cleared without reoccurrence, and on (B)(6) 2022, the decision was made to discharge the patient with plans to continue monitoring. Related manufacturer report numbers: modular cable 2916596-2023-00030. System controller 2916596-2023-00031.